Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with no unexpected post-reset alarm noted. Insulin pump was inspected with no missing serial number label or damage label noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had post-reset ram crc alarm. The customer¿s blood glucose was 345 mg/dl at the time of incident. Customer states the pump had cosmetic damage. Customer reported that the sticker was no longer at the back of the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.